Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken yellow wire within the battery pack where the wire attaches to the battery cell. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A patient contacted zoll lifecor customer support to report that one of his batteries was not charging to full capacity. Patient reports that it will display the green "charged" light on the charger, but when he places it in the monitor, it only displays half full. The suspect battery pack was replaced.